Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes are overfilling. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 363080 batch no. 9004631 it was reported that the citrate tubes are filling above the line. He has not reported out any results on the tubes that he feels are overdrawn. Item is giving false reading. Customer called backed and reports that the citrate tubes are filling above the line. He has not reported out any results on the tubes that he feels are overdrawn. His techs are drawing a second tube and only allowing to fill to line. Informed him that the etched line is the minimum fill line. Emailed tech talk on citrate tubes and fill card. Site was not aware that line was the minimum fill. Site will use cards and call back if they feel the tubes are truly overfilling. Slr 00185015.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes are overfilling. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 363080; batch no. 9004631. It was reported that the citrate tubes are filling above the line. He has not reported out any results on the tubes that he feels are overdrawn. Item is giving false reading. Customer called backed and reports that the citrate tubes are filling above the line. He has not reported out any results on the tubes that he feels are overdrawn. His techs are drawing a second tube and only allowing to fill to line. Informed him that the etched line is the minimum fill line. Emailed tech talk on citrate tubes and fill card. Site was not aware that line was the minimum fill. Site will use cards and call back if they feel the tubes are truly overfilling. (B)(4).